Manufacturer narrative:
Return 11 unused devices lot: 95308 exp. 2008-10-11. No specimen returned from customer. No testing performs due to the product had expired. Mfg documents for lot # 95308 were reviewed and found to be in order. The certificate of analysis for this lot was checked and nothing unusual was noted during the mfg process, 920 kits were released by the qc dept in 2006. No product deficiency established; no further corrective action required.

Event description:
Customer reported getting false negative hcg results with surestep hcg urine cassette.